Event description:
Pt who experienced pain for greater than one year was enrolled in a (B)(6) and was treated at levels, l3 - 4, l4 - l5 with zimmer screws and chronos strip on (B)(6) 2012. On (B)(6) 2012, pt returned and complained of low back pain, right leg numbness and was treated with physical therapy. On (B)(6) 2012, pt returned with burning sharp pain in the lower right back and feet. Pt had an emergency MRI completed on approximately (B)(6) 2012. The pt's pain was not resolved.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was received.